Event description:
It was reported that there was a lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:(B)(4): the full lead was returned and analyzed. Primary analysis results revealed no anomalies. There was blood/body fluid on all the conductors (not obstructed), the outer insulation was breached out, and there was apparent explant damage.